Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked on the non-welded side of the bag. This was discovered during visual inspection of the finished product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from january 21, 2023 to january 22, 2023. H10: the actual sample and photographs of the sample were provided for evaluation. Visual inspection with the naked eye and with magnification observed a tear/hole near the lower right side/edge in the back side of the eva bag. Functional testing identified a leak in the same area. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.